Event description:
The complainant reported a 65 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During an attempted repositioning of the device, it fell out of the ventricle. The device was unable to be advanced past the aortic valve, therefore, removal of pump was deemed necessary. Resistance was encountered upon removal of the device back through the peel away sheath and the catheter separated from the cannula and became lodged within the peel away sheath. The component was removed with the sheath and did not require additional intervention.

Manufacturer narrative:
The device was returned and an investigation was completed. A confirmed cannula separation was confirmed at the base, near the outflow cage. There were no tears of the polyurethane and no plastic deformation. As such, we believe the root cause of the cannula detachment was most likely a failure of the delo-bead joint due to difficult removal through the kinked introducer.